Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, functional testing was performed and revealed damaged components. This was contributed to normal wear. Unit was repaired and returned to the customer on (B)(4) 2012.

Event description:
During service the technician found the e6 error code, that the flex was defective and the motor was vibrating strongly. This is report 1 of 1 for complaint # (B)(4).